Event description:
A durable medical equipment supplier (dme) reported that a muscular dystrophy pt died while on a bilevel positive airway pressure device (bipap). Dme alleges the mask or the tubing may have been displaced or detached during the night. In addition, dme alleges the decedent's parents did not hear any alarm sound on the device when the breathing was interrupted. The device has not yet been returned to the manufacturer for eval. The device is not intended for life-support or designed to provide ventilation with a guaranteed tidal volume or alarms. According to pt labeling, the intended use of the device is only for the treatment of obstructive sleep apnea (osa) in spontaneously breathing pts weighing more than 66 pounds.

Manufacturer narrative:
A follow-up report will be filed when additional info becomes available. Additional info: k050759.